Event description:
It was reported the pump was ringing because it ¿needed load¿ since (B)(6). It was reported the patient was nervous, restless, and ¿transpired (meaning the patient was sweating).¿ the pump was used to deliver lioresal. Additional information reported the patient¿s health was at stake. Patient outcome was not provided.

Manufacturer narrative:
(B)(4).